Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2023-04707 it was reported that the patient's system was auto reducing after their lead migrated. Surgical intervention took place where the lead was explanted to replaced to address the issue. Upon further investigation it was reported the 2nd lead had migrated and it was explanted and replaced as well to address the issue. Effective stimulation was restored.